Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 5/25/2017 with the following findings: a review of the pump black box history showed that the pump was running on the year 2007. During testing, the delivered boluses on each day correctly matched the total daily dose (tdd) bolus history. There was a manual 10 unit audio bolus and a 10 unit normal bolus performed and both were accurately recorded in the bolus history and the bolus tdd history correctly showed 20 units. During testing, the pump¿s ¿ez-prime¿ steps were performed correctly. The pump was exercised for 24 hours with a 2 unit/hour basal rate; end the of testing the basal history correctly showed 2.0 units and tdd showed 48.0 units. No errors, alarms or warnings occurred during testing therefore the investigation was unable to duplicate the initial complaint. The total daily doses (tdd¿s) added up correctly and reflected the user¿s programmed basal rates. The pump passed a delivery accuracy test and was found to be operating within required specification and delivery accurately. Unrelated to the original complaint, it was observed that the battery compartment was cracked. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that on (B)(6) 2017, the patient was hospitalized for elevated blood glucose (bg) of 680 mg/dl with symptoms of abdominal pain, blurred vision, extreme thirst, nausea, dizziness, lightheadedness, shortness of breath and chest pain associated with an inaccurate delivery. The patient reportedly showed an increase in white blood cell count (wbc) and received antibiotics. The patient also reportedly discontinued pump therapy and remained hospitalized and received insulin via injection, intravenous (IV) fluids and antibiotics. Customer technical support reviewed the pump with the reporter and found that the basal delivery totals in the total daily dose (tdd) history did not match but the variation was due to the basal edit screen being accessed. It was found that the basal history matched the active basal program settings. The bolus total did not match and the difference was greater than 5 percent; a cause for the bolus discrepancy could not be identified during troubleshooting. The patient¿s health care provider made adjustments to the basal rate pump settings. This complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring medical intervention because of an inaccurate delivery issue.